Event description:
It was reported that during a lavh procedure, the tissue pad melted/curled up. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 3/20/2009. Info anticipated, but unavailable at this time.